Manufacturer narrative:
(B)(4). Concomitant medical products -oxf uni cmntls tib sz f lm , item 166580, lot 1256028, therapy date - device remains implanted, oxford ph3 cementless fem sz l , item 154927, lot 918778, therapy date - device remains implanted. Report source, foreign - event occurred in (B)(6). Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01148 and 3002806535-2018-01149.

Event description:
Patient died and cause of death is unknown. To the best of our knowledge the implants remained in situ at the date of death.